Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system detected high out of range shock impedances when programmed in secondary. It was noted there was a 65j shock at time of original implant and measured 125 ohms. Technical services (ts) discussed possible causes and troubleshooting options. No adverse patient effects were reported. This system remains in-service.